Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reports that pump buttons do not work. It started with upper arrow button on the side/up key about 1 week before and today the pump buttons do not work. Pump is starting, but customer cannot control pump. No adverse event alleged. A request was made for the return of the device.